Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump was received with minor scratched lcd window, scratched case and scratched keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has a blank display. Customer's blood glucose reading was 192 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Customer reported that the pump is damaged and the screen is completely scratched. Customer also reported that the readings on the screen are not clear. Product is not expected to return.